Event description:
Healthcare professional reported later, "capsular contracture baker grade iii".

Event description:
Patient reported left implant "hard as a lemon". Device remains implanted. Patient reported later, pain, hardness, plus capsular contracture baker grade unknown. Healthcare professional reported later, "capsular contracture baker grade iii". Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left implant "hard as a lemon". Device has been explanted. Patient reported later, pain, hardness, plus capsular contracture baker grade unknown. Healthcare professional reported later, "capsular contracture baker grade iii".

Event description:
Patient reported left implant "hard as a lemon". Patient later reported , pain, hardness, plus capsular contracture baker grade unknown. Healthcare professional reported later, "capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left implant "hard as a lemon". Patient reported later, pain, hardness, left capsular contracture baker grade unknown.device remains implanted.